Event description:
Customer reports to have low blood glucose of 58 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reports to have problems with infusion set. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor insulin pump and to call back should issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.